Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2024, it was reported by a sales representative via (B)(4) that an ar-602-28 ibalance¿ pfj blade kit fractured the left femoral condyle while prepping the femur with a blade kit during a case. The case was completed successfully, and no further information was provided. No pieces broke inside the patient reported. This was discovered during a pfj procedure on (B)(6) 2024. Additional information was received on 11/14/2024: the rep stated that the condyle fractured while the surgeon impacted the proximal blade and used the standard surgical technique indicated. After the fracture, a non-arthrex headless screw was used to stabilize the fracture, and an arthrex ibalance pfj system completed the case while using the standard technique. There was a 10-minute delay while they waited for the non-arthrex product to be received. No x-rays are available of the patient. No medical intervention or hospitalization was needed for the patient, and no additional surgery was required.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.